Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packages of about ten (10) minicaps were damaged; further described by the home patient (hp) as ¿subtle and hard to see¿, however, ¿they have what looks like consistent sharp knife like slices on the top surface of the packaging and many of them are sliced right through¿. The hp further stated, "three (3) of the minicaps had packaging that were cut right through and seven (7) had a cut that were not all the way through the foil". This was found before use and as a result, the hp was checking them very thoroughly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : initial reporter postal code (B)(6). The lot was manufactured between march 20, 2019 and march 29, 2019. One (1) device was received for evaluation. A visual inspection with naked eye noted a slice in the pouch. The pouch was functionally tested and a continuous stream of bubbles was observed. The reported condition was verified on the returned sample. The cause of the condition was not determined. The remaining nine (9) samples were not returned; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.